Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported in medwatch report (B)(4): during mako navigation left total hip surgery, mako checkpoint inserted for navigation purposes only, broke off flush in patient bone. Surgeon determined it did not pose any risk to the patient since it was not visible on the bone surface and would cause greater harm to remove the hardware rather than leave it in place.

Manufacturer narrative:
Reported event: as reported in medwatch report mw5092633: during mako navigation left total hip surgery, mako checkpoint inserted for navigation purposes only, broke off flush in patient bone. Surgeon determined it did not pose any risk to the patient since it was not visible on the bone surface and would cause greater harm to remove the hardware rather than leave it in place. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: product history review was not conducted as lot number was not provided. Complaint history review: complaint history review was not conducted as lot number was not provided. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 : device not returned.

Event description:
As reported in medwatch report mw5092633: during mako navigation left total hip surgery, mako checkpoint inserted for navigation purposes only, broke off flush in patient bone. Surgeon determined it did not pose any risk to the patient since it was not visible on the bone surface and would cause greater harm to remove the hardware rather than leave it in place.